Manufacturer narrative:
The log was reviewed by the clinical application specialist (cas). The log data shows that a red asystole alarm was generated at 10h37 and the alarm was not acknowledged by a caregiver. Based on this information and an audit log review by clinical application, the device alarmed per configuration. It was noted a previous asystole alarm had been generated but never acknowledged by the user. As the asystole condition is higher priority in the alarm chain, there was no alarm for extreme brady. The asystole alarm was generated for 1 hour and 37 minutes. Based on this information, the device performed per configuration and did not cause or contribute to the reported event. The reported event may potentially be related to clinical workflow or alarm management; however, the cause remains unknown.

Event description:
Philips received a complaint indicating the patient information center ix (piicix) did not alarm on a bradycardia alarm (extreme brady limit was set on 35). The device was in clinical use during the event. The patient's heartbeat slowed down so much that the patient expired. The mx40 telemetry device involved in this event is reported in MFR 1218950-2023-00567.